Manufacturer narrative:
The insulin pump was received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir compartment had crack on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.